Event description:
The pump and catheter were removed. The physician believed that the pump was leaking resulting in cellulitis. Additional info has been requested a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).